Event description:
The manufacturer's field service engineer (fse) reported after servicing the ventilator and starting up the ventilator, a burning smell was discovered coming from the main pcba area and a loud noise was coming from the oxygen valve stepper motor. The customer reported there was no patient involvement.